Event description:
Medtronic received information that the patient with this bioprosthetic valve, implanted for 35 months, became symptomatic with chest distress, shortness of breath, and arrhythmia. The valve was explanted and upon explant the physician noted that the valve was separated from the valve frame. Additional information was requested, but not received. Attempts to obtain the serial number of the valve were unsuccessful.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis: no product was returned. Conclusion: without a serial number, the device history record could not be reviewed. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted. (B)(4).